Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one opening extended on the posterior and crease flat. Weight measurement identified the device was underweight. A microscopic analysis was performed which identified: one opening sharp on the posterior and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is one sharp opening on the posterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.